Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac had connection failure right after starting therapy. No patient injury.

Manufacturer narrative:
Other, other text: investigation done by the supplier. Supplied item, DHR is at supplier.